Event description:
The customer states that the architect ausab result of 10 miu/ml (grayzone) on a pt sample was lower than the result generated at a reference lab using ortho vitros eia. Two other pts that generated gray zone results on ausab were non reactive on ortho vitros. There was no impact to pts' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.